Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a myocardial infraction occurred and post procedure 'scar tissue' was identified within a previously placed stent. In october 2009 during the procedure, the patient experienced pain and was told 'the arteries were torn/ripped apart'. A 2.75x32mm taxus liberte stent, a 2.5x28mm promus stent, and a 2.75x18mm promus stent were implanted. A myocardial infarction occurred during the procedure. Post the procedure, the patient has been experiencing ¿funny feelings such as tingling and pain in her chest when doing brisk activities such as pushing a stroller or pulling and pushing the garbage can¿. In march 2011, a nuclear stress test revealed one of the stents were blocked with scar tissue. No further patient complications were reported. Additional information was requested, but not available.